Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:01:26. During night drain cycle four, the patient's ultrafiltration reading was 1213ml, indicating the home patient drained 1213ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. The cause of the high drain alarm was determined to be false empty detect and use error. The clinician inappropriately set the minimum drain volume percent too low. The homechoice apd systems trainer's guide warns that "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A service history review showed no failures/problems that were the same as, or similar to the reported event. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported event. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.